Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to reservoir being empty and the pump remained flat was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. Under microscope examination it was observed that the pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The reservoir was visually inspected, leak tested and microscopically examined. The reservoir had wear at a fold in the reservoir shell; a hole which led to a leak was present at corner of a fold. Under the microscope, it was observed that the reservoir (krt) was worn to filament. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code caused traced to component failure was chosen, based on the failure with the reservoir that identified a fluid leak.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and reservoir removed due to the reservoir being empty and the pump remained flat. A new inflatable penile prosthesis pump and reservoir were implanted. No further patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis due to an empty reservoir component and pump that remained flat. The existing reservoir and pump were explanted and new components implanted in their place. No patient complications were reported.